Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. When the cgm was reading low, the patient self-treated with 5 bottles of glucose. After the self-treatment the patient experienced vomiting and was feeling very ill. As the cgm reading did not change the patient called an ambulance and was brought to the hospital. When a fingerstick was taken the cgm was reading low, and the blood glucose reading was 27.0 mmol/l. The patient was treated with unspecified fluids and was given insulin injections next to that. The patient spent a total of 2 days in the hospital before she was discharged. When the patient was discharged, she still had the complaints of vomiting and feeling ill and was told to check in with the hospital every 2 days to check in on her condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.